Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8546325.

Event description:
It was reported that the patient is experiencing ineffective stimulation despite reprogramming attempts. The patient has not experienced any trauma. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8546325.

Manufacturer narrative:
Date of event estimated. Correction - section d: device information.

Event description:
Related manufacturer reference number: 1627487-2024-07249. Additional information was received stating that the patient was experiencing discomfort at both the lead and ipg site. Surgical intervention took place where the ipg and l5 lead was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.